Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed and stopped operating due to a data acquisition pcb adc reference failure. The customer reported this occurred twice. There was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date rec'd: 03/15/2016. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Device evaluation: the manufacturer's service technician was unable to duplicate the reported. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. Patient/user involvement: patient information was requested and the customer provided patient gender, age and weight. Resolution and disposition: the manufacturer's service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.